Event description:
Reporter indicated that pt's neck incision was raised, reddish and bulging after implant surgery. Approximately one and one half months after vns implant, the pt's neck incision opened and subcutaneous tissue was "sticking out" of it. The pt was taken to the emergency room and was admitted to the hospital to have the site drained. The surgeon reportedly removed one of the tie-downs and indicated that he has seen a couple of pts have a "reaction" to the tie-downs in the past. Before the incision healed, it became infected again and was again drained. The pt was prescribed cipro. The pt's family member was instructed on how to pack the wound with saline-soaked gauze and the wound appeared to be healing. It was reported that as soon as the pt had finished course of antibiotics, the site became re-infected. The pt was again seen by the surgeon who "clean the wound up again" and prescribed levaquin. The pt has reportedly benefited from the vns therapy. It was also reported that the pt has "lost their voice" since vns implant. Investigation to date has been unable to determined whether the pt has been diagnosed with vocal cord paralysis.